Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the offset impactor was broken. The spring on the end of the impactor is not functioning properly. This instrument needs to be replaced. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the angled acet insertr was severely broken and deformed from the end cap. The broken fragments were not returned for evaluation the observed condition of the device was consistent with off label use due to the sample was used even after reaching the end of life of its useful life. Additionally the device was assembled with different subcomponents, the standard adaptor and the shaft assembly belong to another revision due to reported device belong to the (B)(4) rev a. The device is meant to be disassembled for cleaning and sterilization process and the condition is the result of the user reassembling this device after sterilization using the shaft assembly and the standard adaptor from a different angled acet insertr. A functional test was performed and was being able to assemble all the subcomponents. And the device works as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the offset impactor was broken. The spring on the end of the impactor is not functioning properly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.